Event description:
Pt undergoing routine stress exercise procedure in a hosp clinical setting. This is a clinically attended procedure using a protocol, a mortara x-scribe monitor, and a treadmill. Treadmill responded incorrectly to speed/elevation commands from the x-scribe and then did not respond to stop commands from x-scribe. The incorrect response resulted in increasing acceleration by the treadmill. The attending clinician used the emergency stop button on the treadmill which halted treadmill activity. No pt injury.